Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during set up of automated peritoneal dialysis therapy; ¿when removing the cassette to start a new¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.